Event description:
It was reported when using the bd pyxis¿ medstation¿ es, printer was printing on the wrong paper. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer was printing on the wrong paper. A technical support specialist dialed into the station, updated the default printer configuration, and rebooted the device to apply the changes. The system functioned as intended after the technical support specialist troubleshot the device.